Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a broken wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause was attributed to a component failure. Failure analysis found the secondary failure of bipolar yaw pulley scratch marks/abrasions to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasion found on the yaw pulley were aligned with the insulation damage on the conductor wire. The root cause is typically attributed to the user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 16-nov-2021 via system serial# (B)(4). There were 12 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device was not used during a surgical procedure and was identified during central reprocessing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable event due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.